Event description:
A hospitalization with dka. It was stated that the bgs were high all day long. The infusion set was changed, but the bgs still were running high. Customer believed that insulin was not being received. Customer did not prime the reservoir in the pump before they inserted the site. Troubleshooting was performed. The lead screw passed the test, but the insulin did not exit. The reservoir was removed from pump and the plunger was pushed. Insulin exited with no problem. Further testing was performed and pump passed the test.